Event description:
The customer reported that the ventilator's ac power cord showed evidence of overheating at the plug end. The customer reported the ventilator was in use on a patient, and there was no patient harm. The customer reported no interruption in the ventilator's function or performance. The manufacturer's service technician reported visual inspection of the ac power cord showed discoloration of the plug and the neutral blade was missing. The service technician replaced the power cord to complete the repair, and performance verification testing was completed and passed. Factory analysis of the ac power cord also revealed that the black hot post and the green ground post were both bent, with the reported findings indicative of product abuse. The findings may result in a loss of ac power to the ventilator during operation. If the ventilator shuts down, an audible power fail alarm will activate.